Event description:
It was reported that during the pre-implant testing on (B)(6) 2026, this pacemaker exhibited a red alert indicating low battery remaining. As a result, this pacemaker was not able to be implanted. No adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to update section h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the pre-implant testing on (B)(6) 2026, this pacemaker exhibited a red alert indicating low battery remaining. As a result, this pacemaker was not able to be implanted. No adverse patient effects were reported. This device was already returned.